Event description:
It was reported that during a robotic laparoscopic gastric bypass procedure, the arm triggered a non-recoverable error following a c ollision. The arm was restarted, but at the restart it triggered an error stating that the arm was unable to boot. The field service engineer (fse) tried to restart the arm several times, but the arm never completed the boot up. The surgeon decided to continue the surgery with the remaining three arms. There was a one minute delay in the procedure to move instrument to another arm to proceed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that a physical inspection of the arm cart assembly revealed electro-mechanical damage to the instrument drive unit (idu). The idu was replaced and the system passed all functional tests and is now operational. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to idu damage from a collision. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastric bypass procedure, the arm cart assembly triggered a non-recoverable error following a collision. The arm was restarted, but at the restart it triggered an error stating that the arm was unable to boot. The field service engineer (fse) tried to restart the arm several times, but the arm never completed the boot up. The surgeon decided to continue the surgery with the remaining three arms. There was a one minute delay in the procedure to move instrument to another arm to proceed. There was no patient injury.